Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled ;initial experience and potential advantages of afx2 bifurcated endograft system; comparative case series eunah jo, sanghyun ahn, seung-kee min, hyejin mo, hwan-jun jae and saebeom hur doi; 10.5758/vsi.2019.35.4.209. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant stent graft systems were used in 7 patients in a comparative study with a non mdt stent graft with a variety of anatomical observations (narrow or tapered aortic neck, iliac aneurysms) and ruptured aaa's. The average aaa diameter was 60.8mm and aortic neck length was 16mm. The following adverse event were reported; death; death post bleed and multi-organ failure.